Event description:
It was reported that during a breast biopsy, the marker wouldn't deploy. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the tip of the introducer tube was received torn and missing. As such device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.